Event description:
The customer originally returned his olympus maintenance unit due to an unspecified connection failure. According to the initial reporter, the cable was not staying connected to the unit. Reportedly, the device was displaying an error message as well. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the power switch was damaged and not functioning properly. This report is being submitted to capture the damaged power switch found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the power switch at the front was failing to light up and there was damage to the protective cover, the plastic cap had also been torn off. Additionally, one of the rubber feet was broken and the other three had a weak suction force. The main chassis was rusted on the inside and the air joint unit and connector socket need preventative maintenance performed. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to stress, handling, or external factors. Olympus will continue to monitor field performance for this device.